Manufacturer narrative:
H3, h6) software data was received and analysis confirmed the reported event. The results concluded that the probable cause of the deviation experienced was soft tissue pressure, pushing the tools medially while drilling. Observations from the ap flouro capture for segment t2-t9 suggested that the incision was larger on the right side, exposing the right trajectories, while the left side was slightly less exposed. This difference in exposure suggested the possibility of soft tissue pressure, potentially causing tools to slip medially along the cortical slope during drilling. Medial deviations in trajectories adjacent the edge of the incision was very likely to be due to soft tissue pressure or retraction. However, without intraoperative/post-operative scans to confirm the deviation, this claim cannot be verified. For t10 and t12 in the t10-l3 registration attempt, it was difficult to detect the borders of the incision. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6). The system was serviced in the field and there were no issues or problems found with the system. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case involved 2 registrations, level t3-l3. The patient was registered with no issues, no "stealth" edition and they used x-eye. They went to place all the screws with no changes in neuromonitoring. They then went to place first rod and during the first rod reduction and neuromonitor received feedback that they were losing motors. The rod was removed and they waited 30 minutes and the motor was slowly recovering. They put in two temp rods and after they closed the patient got a CT scan and 5 screws were medial on the left side. All screws on the right were accurate and some screws on the left. After the CT scan, 5 medial screws were removed and the case was rescheduled. An accuracy check was performed and it was accurate. The manufacturer representative reported they suspected patient shift as the probable cause. Additional information received from a manufacturer representative indicated that the patient had a loss of several motor responses intraoperatively on the date of the event. Additionally, three of the misplaced screws were deviated between 3.5 and 10 millimeters (mm) and two of the screws were deviated less than 3.5mm